Manufacturer narrative:
It is unknown if the complained event involved a patient and/or procedure. As such, no patient information will be reported. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history record review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is november 4, 2004. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner would not hold tension. It is unknown if the event involved a patient and procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
On (B)(4) 2106, it was noted the device had been received by the vendor on (B)(4) 2016. A service and repair evaluation was completed: the customer reported the item would not hold tension. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor reported the instrument required the internal spring to be lubricated. The vendor repaired the device, which will be returned to the customer upon completion of the service and repair process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.